Event description:
It was reported that this right ventricular (rv) lead, about a month post implant, exhibited no capture and high out of range pace impedance measurements greater than 2,000 ohms which triggered a lead safety switch from bipolar to unipolar. Phrenic nerve stimulation was also noted. Technical services (ts) reviewed latest device report. Troubleshooting and programming options were discussed. Chest x-ray was administered to confirm lead location. The patient is not dependent and is being monitored. No adverse patient effects were reported. The lead remains in service.